Event description:
It was reported to philips that the system experienced unexpected restarts during clinical use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER (mml1952-per) and ip pc and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).